Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as other specifically sacroiliac joint problems.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the event was unresolved at the time of study exit on (B)(6)2017. The reason for study exit was because all enrolled products of the manufacturer were inactive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the event was unresolved at the time of study exit/death/study closure.

Manufacturer narrative:
Product ID: 39982036, lot# b0185557k, implanted: (B)(6) 2003, product type: lead. Product ID: 7495, 066101, serial# (B)(4), implanted: (B)(6) 2003, product type: extension, product ID: 74002, lot# 0204908168, product type: adapter. (B)(4).

Event description:
It was reported that there were high impedances on the lead, the defect was discovered 1 day after replacement of the stimulator via device interrogation. Diagnostics included device interrogation with abnormal data, contact 7 was greater than 10000 ohms on (B)(6) 2014. The patient had increasing pain in back and right hip which was not under control with medication or stimulation. The pain was worse when the patient was moving. The patient did not feel pain when she was lying down or got up. The stimulator was checked and condition could not be improved with other parameters. Actions included an unscheduled clinic visit and a referral to a specialist for a presumption of a hip problem. No surgical intervention had occurred. The high impedances were related to the lead and pain was not related to the extension and the pain was thought to not be related to the defect of contact 7 but was a problem of the hip joint. The patient had been referred to a specialist to investigate the hip joint with results to follow in (B)(6) 2015. The outcome was ongoing. Patient was alive with injury.